Event description:
The customer reported that the system would not power on and the breaker was tripped. No patient injury was reported.

Manufacturer narrative:
The customer reset the cb1 breaker on the back of the monitor cart. A ge service representative performed an onsite investigation. The batteries were replaced and the software was reloaded. The system was tested and found to be working as intended and put back into service.